Event description:
It was reported that during use of the cleo® 90 infusion set the customer's blood glucose were high in the morning and noticed an air gap in the long portion of the tubing. To correct the issue the customer did a correction bolus.